Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr ppd and medical records received. After review of medical records patient was revised to addressed failed left total hip replacement secondary to local tissue reaction, associated with metal on metal. There was relatively large contained lytic lesion in the inferior aspect of the acetabulum. Amount of fluid and pseudotumor in the hip joint. There was a taper corrosion that extended distal to the taper which extended beyond the neck of the femoral component, that is the corrosion extended outside of the taper. Doi: (B)(6) 2007. Dor: (B)(6) 2020; left hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the material, manufacturing, inspection or sterile processing that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.